Event description:
Later analysis of the returned generator was completed that revealed when high impedance was first recorded within the generator. No anomalies were seen on the generator after analysis.

Event description:
It was reported that the patient has been referred for a full revision due to high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
A2. Age at the time of event; corrected information ; MDR follow-up #2 inadvertently omitted information known prior to submission.

Event description:
It was later reported that the generator and lead were replaced. The lead was removed in pieces and is no available for return. The generator however is available for return. The suspect product will be considered discarded. No other relevant information has been received to date.